Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they had to hold the down button of insulin pump harder to prime. Customer's blood glucose value was unknown. Customer also stated that chips near battery compartment and they had change the battery every other day. The device will not be return for analysis.